Manufacturer narrative:
(B)(4).

Event description:
A consumer reported they had a sudden return of symptoms. The patient did not feel like stimulation was off, but felt more like the stimulation was not right and stimulation had changed. The patient had a few falls from (B)(6) 2015 and they then noticed the change in stimulation. The implantable neurostimulator (ins) was checked with the patient programmer and the ins was on and okay. The ins was at 2.90v on the left side and 3.10v on the right side. The patient did have the ability to adjust stimulation, but they did not want to make any changes at the time of this report. The patient had not been able to find the antenna for the programmer so they had been using the programmer without the antenna. The patient's indication for use is movement disorders. No actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.